Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the prime test at 3.5 pounds due to a faulty force sensor resistor (gold). The unit was received with cracked case on display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 160 mg/dl. The customer does not recall any significant events leading to the force sensor alarm. Troubleshooting was initiated and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.